Event description:
Per the clinic, it was reported that during initial implantation surgery on (B)(6) 2025, no connection could be established with the internal device. The wound was reopened and the device was explanted. The patient was successfully implanted with the backup cochlear implant.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.